Event description:
Asr revision reported via sales rep; left. Reason(s) for revision : none provided. Der advises a 54 asr, size 6 sum poro and a +2 47 head where originally implanted and that only the cup was revised however no product /lot number provided. Update rec'd 6/15/2015 - medical records received. Name corrected. Patient was revised to address metallosis, pain, and increasing metal ion levels. Upon revision, brown necrotic tissue, reactive tissue, and osteolysis were noted. Records indicate that the femoral head was revised. The stem remained in situ. The femoral head, sleeve and stem are being added to the complaint. This complaint was updated on 06/22/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.